Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the framing coil would not detach with the instant detacher or manual method and found to be stretched. The patient was undergoing surgery for treatment of a saccular, unruptured, right internal carotid artery aneurysm with a max diameter of 5mm and a 3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the coil was retrieved because it could not be detached by the instant detacher (ID) or after using the manual detachment method. Two attempts had been made with the ID, another ID was not used, and one manual attempt with the hypotube was performed. It was noted there was no issue with the instant detacher. Upon retrieving the coil, it was noticed the tail was stretched, and a different coil was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
The axium prime pushwire and instant detacher were returned. The implant coil and the microcatheter were not returned. The proximal portion of the pushwire appeared to have separated as the ai, coupler tubing, load indicator and break indicator were found to be missing. Bends were observed the pushwire. The distal portion of the pushwire along with the coin, lumen stop, retainer ring and shield coil were missing and not returned. No other anomalies were observed. Based on the analysis performed, the report of ¿non-detachment¿ and ¿coil stretches¿ were not confirmed and the root cause cannot be determined. The axium prime pushwire was returned with the implant coil already detached. Bends were also found on the returned pushwire. This can also be indicative of either high tortuosity or damage during return shipping to medtronic for analysis as the device was returned without its dispenser coil and introducer sheath. Since the distal and proximal broken portions of the pushwire were not returned; any contribution from these items to detachment issues could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.